Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the keypad traces. No button error alarms were noted. The pump was received with a cracked reservoir tube and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels and button error alarm. The customer states the buttons were unresponsive. The customer's blood glucose level at the time of incident was 552mg/dl. The customer states they treated with pump. The customer tried to take bolus and the device buttons froze. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.